Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 416 mg/dl. The customer stated that he has been in the hospital for 28 days due to high blood glucose and pneumonia. The customer treated for the high readings with insulin needles and bottles. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer stated that he is basically blind and had his wife check the drive support cap. The customer reported the drive support cap to be normal. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.